Event description:
It was reported that a 5x40x135 armada 35 balloon dilatation catheter was advanced over a non-abbott guide wire and into a non-abbott sheath to a mildly calcified lesion in the non-tortuous mid superficial femoral artery. Using a non-abbott inflation device, the balloon was inflated once to 10 atmospheres and held for 30 seconds. After dilatation, the balloon was unable to be deflated and subsequently unable to be withdrawn from the anatomy. While still inflated, the armada was wedged back into the guiding catheter and was able to be withdrawn from the guiding catheter. Dilatation was considered completed. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: glide wire, inflation: merit, sheath: 6-french pinnacle. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties deflating the device were able to be confirmed. Abbott vascular has recognized a product deficiency with the armada 35 dilatation catheter regarding inflation/deflation difficulties, and has initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on august 16, 2012. Rigorous product analysis identified that some devices may exhibit difficulty inflating and/or deflating. (B)(4). Abbott vascular has implemented corrective actions to ensure ongoing product performance.